Event description:
Airtable ((B)(6) 2023): upon inspection of the internal components/tank, our technician identified potential contamination with unit (B)(6) and notified the customer. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.

Manufacturer narrative:
Cardioquip received the device and it was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The hpc test results came back outside of cardioquip specifications and, therefore, cardioquip epidemiology recommended that the device receive an internal water pathway replacement. As of the date of this report, a purchase order has been received for the repair and cardioquip is awaiting the arrival of the unit to begin service.

Event description:
Airtable (6/13/2023): upon inspection of the internal components/tank, our technician identified potential contamination with unit (B)(6) and notified the customer. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.